Manufacturer narrative:
Additional information has been requested regarding the circumstances of the event, use of device, and a request for the device to be returned to the manufacturer for a full device analysis has been made. Should further information be made available, a supplementary report shall be submitted. This report is submitted on january 15, 2020.

Event description:
It was reported that the recipient's battery allegedly melted onto the charging unit (date not reported). There was no allegation of serious injury associated with this event. Replacement equipment has been issued to the recipient.